Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 80 mg/dl, and the meter bg reading was 10 mg/dl. Reportedly, the low bg level was due to being active and relying on the inaccurate cgm readings. Contact obtained juice and food and fed the customer to treat the low bg level. A root cause could not be determined. A replacement sensor was sent to the customer.